Event description:
The ge oec 9800 fluoroscopy sys displayed control processor error and charger failed errors.

Manufacturer narrative:
A ge oec svc rep investigated the issue and made needed adjustments to the isolation transformer taps for proper input voltage. Connectors on the ps1 power supply were also re-seated. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.